Event description:
The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, h.6.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation

Event description:
Patient reported right side "signs of leakage". Healthcare provider reported exchange with no complaint against the device. The device remains implanted.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #1. Aware date should have been listed as 16feb2024.

Event description:
Patient reported right side "signs of leakage". Healthcare provider reported exchange with no complaint against the device. The device has been explanted.

Event description:
Patient reported right side "signs of leakage". Healthcare provider reported exchange with no complaint against the device. The device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: not observed openings during analysis. No other observations observed. No further actions are required as no manufacturing issues are observed. Additional, changed, and/or corrected data: d.9., h.2., h.3., h.6.